Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown abc ceramic cup (2077-0050). Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that patient was revised on a right hip due to dislocation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving an omnifit abc shell was reported. Conclusion: no allegations were made regarding this device. There is no indication that the product reported in this investigation may have contributed to the event.

Event description:
It was reported that patient was revised on a right hip due to dislocation.